Manufacturer narrative:
See MFR: 3012307300-02136.

Event description:
It was reported that a patient experienced an occlusion while using a cleo® 90 infusion set. Blood glucose reading at the time of the event was 300 mg/dl. Patient to resume insulin therapy at home. The patient did not experience any other adverse health outcomes.